Event description:
It was reported that during an angioplasty procedure, when the physician tried to remove the device after inflation, the tip allegedly got broken. It was further reported that the pta balloon was allegedly could not be removed from the sheath. Reportedly, the catheter and the sheath were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter loaded into an unknown sheath and guide wire. A kink was noted at the distal end of the balloon near to the distal tip. No evidence of breaks or any other damage was noted due to the long-range sheath covering the balloon catheter. No other anomalies were noted during the visual evaluation. During the functional testing, an attempt to remove the sheath from the catheter was unsuccessful, and heavy resistance was noted. No further testing was performed. As the returned catheter had a kink observed during the visual evaluation and was unable to remove it from the loaded sheath, no evidence of breaks was noted due to the device's condition. Therefore, the investigation was confirmed. For the identified kink by the balloon distal tip, reported sheath removal issue, however the reported break remains inconclusive. A definitive root cause for the reported difficulty through sheath and balloon break and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2025), g3, h6(device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, when the physician tried to remove the device after inflation, the tip allegedly got broken. It was further reported that the pta balloon was allegedly could not be removed from the sheath. Reportedly, the catheter and the sheath were removed as one unit. There was no reported patient injury.